Manufacturer narrative:
The manufacturer previously reported a patient allegedly had difficulty breathing and the device failed to trigger spontaneous breaths. The patient was placed on an alternate device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Manufacturer narrative:
Additional information was received on nov 18, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging had difficulty breathing and the device failed to trigger spontaneous breaths. The patient was placed on an alternate device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no report of serious patient harm or injury. Sections b1, b2, h1 and h6 have been corrected in this report as follows: b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) B2 was corrected to blank. (Previously, it was other serious or important medical events.) H1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a patient had difficulty breathing and the device failed to trigger spontaneous breaths. The patient was placed on an alternate device. The device has been returned to the manufacturer for evaluation. The investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.